Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the issue detected pre-op, intra-op or post-op? What was being done when the needle broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? If intra-op, was the needle piece retrieved from patient during the same procedure? Were there any patient consequences? Procedure name? Could you please provide lot number? Could you please confirm the device's availability for return? If it's available, please provide the device return status/follow up.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information has been requested.